Event description:
Boston scientific received information that this product is to be part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
Additional information is expected as the revision procedure has not occurred to date. This investigation will be updated should further information be provided.